Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Unexpected blank display during testing, problem isolated to electronic board stack. Unable to verify sleep current measurement and active current measurement due to blank display.

Event description:
Customer reported via phone call and requested for assistance in programming the insulin pump. Customer's blood glucose level was unknown. Customer was able to connect with transmitter. Insulin pump will not be returned for analysis.